Manufacturer narrative:
Product analysis the stent was positioned on the balloon between the marker bands. The balloon folds were still intact. There was severe twisting on the transition shaft immediately proximal to the guidewire entry port and 2.8cm proximal to the guidewire entry port. The balloon could not be inflated. (B)(4).

Event description:
It was reported that a physician was attempting to use a resolute integrity device to treat a lesion in the mid circumflex (cx) artery. The vessel exhibited 95% stenosis, was severely tortuous and severe calcification was present. The lesion was predilated. The resolute integrity device was positioned at the lesion site however the balloon only partially inflated and the stent did not release. The device was replaced by a device from another manufacturer. No patient injury was reported. Device was removed form packaging, inspected and negative prep performed with no issues noted.